Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The porting block adapter and universal porting block was fitted to rectify failed test and cracks. Additionally, the front enclosure, rear cover & obm housing was replaced due to cosmetic damage.